Event description:
It was reported that the end of the introducer sheath "burred" and split down toward the marker band during insertion. Another sheath was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for eval, so the result of the investigation was inconclusive and the root cause unknown.